Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged wake button issue was verified. No failure related to the reported cartridge alarm 1 was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had to press the wake button multiples times in order for the screen to turn on. Additionally, it was reported that a cartridge alarm (alarm 01) occurred. The same cartridge was reloaded to address the issue. Blood glucose level was 364 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.